Manufacturer narrative:
A product history search identified no other complaints for the part and lot combination of the related components. Review of the device history records for the component did not find any deviations or anomalies. This device is used for treatment. Operative notes from the first revision surgery state that the patient was revised due to mechanical loosening of the tibia. The femoral component was also revised but was not indicated to be loose. The description of the procedure suggests that the femoral component was revised to provide better access to the tibial component. It was noted that the tibial component was removed rather easily. The patellar component was noted to be well fixed and was not revised. The knee was revised with lock femoral and articular surface components with straight stem extensions for both the femoral (14 x 100mm) and tibial (12 x 100mm) components. The knee was brought to full extension and no anterior or posterior instability was noted with final components. Operative notes from the second revision surgery state that the patient was revised due to tibial component loosening. The patellar and femoral components were checked and it was noted that they were not loose. The tibial component was noted to be loose, but not grossly loose, and was easily disimpacted from the bone. Per the package insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.

Event description:
It has been reported that the patient's knee arthroplasty was revised due to pain, loosening, swelling and limited mobility.